Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed cs163 warnings for no delivery, no prime, no cartridge detected had occurred. During testing, the pump rewind, load, prime sequence was performed and during the load step, the pump failed to recognize the cartridge, emitting a ¿no cartridge detected¿ warning. The pump cover was removed and cracked solder was observed on the force sensor pins. Unrelated to the complaint, investigation revealed a discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.